Event description:
It was reported that in external planning, when a saved plan was re-opened, two different normalization values are seen. The isodose distribution was different from the original plan.